Manufacturer narrative:
Section d, device identification, was updated. Relevant fields of sections d and g were updated. The na electrode lot number and expiration date were not provided. Calibration was last performed on 24-apr-2025 with no issues. Qc was out of the acceptable range on 2 occasions. However, the date was not visible on the information provided. Noise alarms and qc out of range alarms were observed on the alarm trace data from the day of the event. The field service engineer (fse) found a dirty sample probe. The fse cleaned the sample probe and performed adjustments, which resolved the issue. The investigation determined the event was due to a maintenance issue.

Event description:
The initial reporter complained of instrument errors and questioned high sodium electrode (na) and chloride electrode (cl) results for an unspecified number of patient samples on a cobas c 303 analytical unit. The samples were sent to another laboratory for testing, which confirmed that the initial results for na and cl were high. The affected patients were redrawn; the redrawn results corresponded to the repeat results for the original samples. Discrepant results were provided for 1 patient sample tested for na and cl. This medwatch will cover na. Refer to medwatch with a1 patient identifier (B)(6) for information on the cl results. The initial na result was 151 mmol/l. The repeat na result was 137.6 mmol/l. The initial cl result was 111 mmol/l. The repeat cl result was 100.6 mmol/l. The doctor questioned the initial results, and the sample was repeated on a different c303 analyzer. The repeat results were believed to be correct.

Manufacturer narrative:
The c303 analyzer serial number was (B)(6).